Event description:
It was reported that when the cannula was placed the cannula was torn at the "shield". No adverse patient effects were reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found as received the flange was observed to be torn. The deformation of the tear was uneven. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.